Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during preventative maintenance of the device, the keypad membrane was discovered to be detaching from the front face. As this was discovered during preventative maintenance, no patient was involved. No health consequences or impact occurred.